Event description:
A territory sales rep was contacted by a certified wound ostomy continence care nurse who stated a nurse was unable to deflate an fms balloon while it was in a pt. The certified wound ostomy continence care nurse went on to state the nurse cut the tubing to allow the balloon to deflate so it could be removed from the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A f/u call was made on (B)(4) 2013 to the certified wound ostomy continence care nurse to obtain add'l info and a voice mail message was left. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Note: the actual date of event is unk, so the date used was the date convatec became aware.